Event description:
The following has been reported: biomed reported: "pump problem red alarm " no patient harm or infusion stoppage reported. A preliminary review identified the following issue: mechanical hardware failure (air compressor) active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for air compressor failure. A red pump service alarm was observed after the device was powered on. Air compressor could be heard struggling to function correctly during startup. Log files indicated mechanical failure air compressor. Performed pneumatic system (recharge test) and system failed consistent with a faulty air compressor. Installed engineer pneumatic test module and performed recharge/hardware tests. Unit passed without error. Bag hook is broken off on the left hand side. Internal investigation found lcd screw mounts are broken, rear housing mounting screw is broken. The loading pins were lagging due to some contamination and pins were cleaned. Upper and lower loading pin lip seals and grommets (bushings) need replaced.